Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed failed battery. Customer's blood glucose was in the 200's at the time of incident. Troubleshooting found that the pump also alarmed off no power. Troubleshooting explained alarm and customer indicated that the battery contacts and compartment were fine and not corroded. Customer indicated that this was a past event. Troubleshooting ended at this point. There was no further information provided by the customer or by troubleshooting.